Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to connect to database and server was down. A technical support specialist found that several database-related services on the server were not running. After starting the required services, the issue was resolved, and the customer confirmed that orders were crossing. The customer requested an additional 25 to 30 minutes to verify whether the 1:00 am batch refill crossed successfully and no issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed logistics server was unable to connect to the database and appeared to be down. The customer stated that all carousels were affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.